Manufacturer narrative:
(B)(4): the patient underwent a laparoscopic supracervical hysterectomy.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade was jamming up on the handpiece and the lights were flashing. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.